Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('took everything/painful to have insides to remove') and ovarian cyst ('took everything. Including ovaries due to fibroids and cysts on the ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included twin pregnancy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), malaise ("very sick"), protein c deficiency ("protein c deficiency") and protein s deficiency ("protein s deficiency") and was found to have uterine leiomyoma ("took everything ..including ovaries due to fibroids and cysts on the ovaries"). The patient was treated with levofloxacin (lovenox), acetylsalicylic acid (aspirin (cardio)) and surgery (removal of essure and ovaries removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine leiomyoma, ovarian cyst, malaise, protein c deficiency and protein s deficiency outcome was unknown. The reporter considered malaise, ovarian cyst, pelvic pain, protein c deficiency, protein s deficiency and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following one was described in social media. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: new events very sick, protein c deficiency and protein sc deficiency were added. New treatment drugs were added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('took everything/painful to have insides to remove') and ovarian cyst ('took everything ..including ovaries due to fibroids and cysts on the ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included twin pregnancy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), malaise ("very sick"), protein c deficiency ("protein c deficiency"), protein s deficiency ("protein s deficiency") and nervous system disorder ("affected my nervous system"), was found to have uterine leiomyoma ("took everything ..including ovaries due to fibroids and cysts on the ovaries") and underwent endometrial ablation ("novasure done"). The patient was treated with levofloxacin (lovenox), acetylsalicylic acid (aspirin (cardio)) and surgery (removal of essure and ovaries removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine leiomyoma, ovarian cyst, malaise, protein c deficiency, protein s deficiency, nervous system disorder and endometrial ablation outcome was unknown. The reporter considered endometrial ablation, malaise, nervous system disorder, ovarian cyst, pelvic pain, protein c deficiency, protein s deficiency and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: sick, protein c deficiency and protein s deficiency, nervous system disorder, endometrial ablation. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: new events very sick, protein c deficiency and protein s deficiency, nervous system disorder, endometrial ablation were added. New treatment drugs were added. Reporter added. On 23-mar-2020: reporter added from social media. On 23-mar-2020: new reporter was added. Fu 4,5,6 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('took everything') and ovarian cyst ('took everything ..including ovaries due to fibroids and cysts on the ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have uterine leiomyoma ("took everything including ovaries due to fibroids and cysts on the ovaries") and experienced ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (removal of essure and ovaries removed). Essure was removed. At the time of the report, the medical device removal, uterine leiomyoma and ovarian cyst outcome was unknown. The reporter considered medical device removal, ovarian cyst and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.